Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, dianeal therapy was discontinued and the patient's catheter had been removed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the event and was treated with vancomycin (1 gram in the first bag and then on every fifth day, duration not reported) and magnova (cefepime) (1 gram in the first bag and then 500 mg in each exchange, duration not reported). At the time of this report, the patient was recovering. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was reported the patient was hospitalized prior to death. It was not reported if pd therapy was ongoing until the time of death. It was reported the patient did not recover from the peritonitis event prior to death. It was reported the cause of the peritonitis was unknown (as previously reported). The cause of death was reported as multiple unrelated indications. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.